Manufacturer narrative:
This supplemental report is being submitted to provide the correction, additional information and results of the legal manufacturer's final investigation. Updated fields: b5, d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture on cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: punctured cable and faulty charged coupled device was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue occurred prior to a cysto procedure. The procedure was completed with the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited black image. There was no report of patient harm.